Event description:
Same case as MFR report #: 2134265-2012-02788. Complaint is reportable based on analysis completed on (B)(6) 2012. It was reported that during a stenting treatment procedure, the stent would not cross the lesion. The procedure treated the target lesion located in the calcified right coronary artery (rca). The physician wired and pre-dilated the lesion with a 2.5x15mm non-bsc balloon and a 3.0x12mm quantum balloon. Then the physician advanced and deployed a 3.0x38mm promus element stent in the proximal rca. Next the physician advanced a 2.5x38mm promus element stent, but it stuck in the calcium from pushing and could not cross the lesion "because it was too long". The physician removed the 2.5x38m promus element stent and advanced a shorter 2.5x20mm promus element stent which was successfully deployed. An additional 2.5x20mm promus element stent was advanced, but could not cross to the next lesion position. The case was not completed. No patient complications were reported and the patient status is stable. However, analysis of the returned product revealed that there was stent damage.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: a visual and microscopic examination identified proximal stent damage. The proximal stent struts were raised, twisted and damaged. This type of damage is consistent with the device encountering some form of resistance during advancement and/or withdrawal. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).